Manufacturer narrative:
(B)(4). Additional information received: surgeon reported that the patient was recently seen by the nurse practitioner and the patient was doing well. Patient will have a permanent scar in the area of the burn, however she reports the patient is not concerned. In addition, surgeon reported she was not sure when the burn occurred. With this patient, surgeon morcellated and tried to get across the cornua. Surgeon said she got across the left side and she also reports no bovie was used, she used a haney retractor on the outside, and she used a haney clamp against the cornua, with the device in between both. Normally she uses no lap sponge, but on this procedure, she possibly had a lap to pack bowel out of the way. Then she moved to the right side and when she did, she saw a white burn where the haney tractor was, and the skin was blanched. Surgeon said she does not know why there was a burn, sponge was about 2.5 x 12 inches long and she packs it at top of the vagina to push bowel away so device not close to bowel. When going to top part, cornua of uterus, surgeon stated she comes down from top, parallel to introitus, vs. Parallel to vagina. Surgeon said the burn looked like a retractor mark (shape of the retractor) and our enseal device was at top, not near the retractor. Surgeon said she was puzzled as to how this burn occurred.

Manufacturer narrative:
(B)(4). Additional information received: photographic evaluation: the photograph is of the perineal region. There appears to be 3 ulcerated areas: on the left labia minora, on the right labia minora, on the left perineal area just inferior to the vaginal opening. These ulcerated areas are consistent with full skin thickness burn or 3rd degree burn. There is some slough in the base of the largest ulcerated area.

Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information obtained: the patient had a severe burn to labia, and doctor reported it was a 3rd degree burn. It was reported patient had larger labia and retractors were holding labia back during procedure. Doctor reported she never touched the retractors with the x1 device during procedure, but noticed labia had white blanched tissue at end of the case. Patient is healing and was seeing wound clinic at united health services. The surgeon offered to stitch the area and patient said no. Salve was being used and patient was healing nicely but will have scar. There were no generator errors. Rep does not believe patient positioning was different, but working space was tight. It was asked but unknown if the surgeon used wet laps under the retractors during the procedure. The IFU states, ¿during energy activation in tissue, heat will be produced which may lead to the conversion of water into steam. This may lead to unintended tissue effects in close proximity to the jaws, and it is recommended that precautions be taken to protect surrounding tissue. This effect is more likely to occur when operating in confined spaces.¿ unknown what precautions surgeon took to protect tissue. Device was not saved, and lot number was unknown.

Event description:
It was reported that the doctor performed a vaginal hysterectomy using an nslx120l, where retractors were used to keep the labia out of the way of the enseal instrument. The enseal instrument was not clamped on the retractor. At the end of the procedure, the doctor noticed a significant burn, unknown degree, along the length of where the retractors were located on the labia. It was not reported how the patient was treated for the burn but the patient is recovering.